Event description:
Additional information was received from the patient. It was reported that the cause of the device moving was not known. The patient said the physician said it might have shifted, but it should not affect charging as long as the paddle is directly over the ins. No steps were taken to resolve the issue. The issue has been resolved for now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient. Who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reported, they received the replacement controller and has tried the replacement controller. Caller reports, the replacement controller did not make any difference in speeding up the charging time. Time varies from 45 minutes, 1 hour, and 1.5 hours. Caller reported, they would see excellent coupling, but then it takes a long time to charge the implant. Caller reported, this has been happening since implant. Caller reported, patient is partially using the recharging belt, the patient placed the recharger into the belt and uses their hand to press in the recharger, and does not wear the belt. Reviewed antenna locator, reviewed the recharging belt function, suggested using the belt, biker short or abdominal binder. Caller reported, the replacement controller has a note to return the original controller in 5 days. Caller reports, patient will try the replacement controller and their original controller over the weekend. Caller reports after that, they will return the controller they feel is not benefitting them. On 2023-04-05 pt rep called back repeating information in this case. Caller said, they tried the two controllers over the weekend and determined the replacement controller would work fine for them, so they would send the old controller back. However, caller said the pt saw a screen that said checking recharge quality last night before the normal charging screen came up, and caller wondered if that meant something was wrong with controller. Pss reviewed, that was a normal screen in the connection process while charging. Caller asked how to access the trying to recharge screen they saw in the manual, as they wanted to try and use that screen to find the best position for paddle. Pss reviewed screen information/instructions. Caller then said, the pt has dementia (unrelated to device/therapy) so they don't know if this was actually happening. But pt had told caller they thought the ins may be shifting inside of them and thought they should go to the hcp to check that out. Pss reviewed, that could affect recharging and redirected to hcp to check on ins position. Caller also asked about aa battery usage in controller and buying an extra battery pack. Pss reviewed if battery pack stops working to call into ps. On 2023-apr-25 patient (pt) reported the serial number of the controller. Pt reported the contributing factors were the charging antenna was malfunctioning. They received a new charging antenna and returned their old controller. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.